Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive with the pump off. Log files were submitted for review and captured a series of pump stops beginning at 4:32 am on 19nov2024. Prior to the pump stops, the log captured numerous no external power alarms that may have been indicative of a loss of external power to the system controller, it appeared that the patient had been sleeping on battery power. The log files also captured numerous low flow events which occurred at times when pulsatility index (pi) was elevated. The patient was unresponsive with an unknown down time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed via the log file. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis; however, log files were submitted for review. Data from the reported event date of (B)(6) 2024 was reviewed and a pump stop due to a full depletion of the 14v batteries and system controller backup battery was captured at 04:32:13 on (B)(6) 2024. Prior to the reported event and within 1 hour before 22:46:21 on (B)(6) 2024, a low voltage advisory alarm began due to routine depletion of the 14v batteries, which was followed by a low voltage hazard alarm within 1 hour of 01:46:20 on (B)(6) 2024 due to further depletion of the 14v batteries. Consistent with full depletion of the 14v batteries, a no external power alarm occurs within 1 hour of 02:46:19 on (B)(6) 2024. The exact time that the low voltage advisory, low voltage hazard, and no external power alarms activated could not be determined as the periodic log file only captures data at the specified time interval of one hour rather than upon detection of an event. The backup battery provided power to the system during the no external power event until 04:32:13 on (B)(6) 2024, when the backup battery fully depleted resulting in the pump stopping and system controller shutting down. The system controller was later reconnected to power and pump operation was resumed; the clock was not set due to the total loss of power event and therefore the time that the controller was reconnected could not be determined. The clock was set on (B)(6) 2024 at 07:24:16. There no other notable alarms or events active in the log files. Multiple good faith efforts were sent to retrieve additional information regarding the event; however, no response was received. The root cause for the pump stoppage that led to the patient being unresponsive is confirmed to be from full battery depletion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system backup power. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ states 14v battery use duration is nominally 17 hours and addresses the use cases of 14v batteries as well as emphasizes risks associated with full battery depletion. Heartmate 3 instructions for use section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ proper routines to avoid user related issues with the heartmate 3 system. This can include preparations for sleep or when is not appropriate to use battery power. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly handle and resolve alarms- including pump is off, clock reset, low flow, and low battery. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.